Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported, during a transcatheter aortic valve replacement, +2cc's additional volume was added to the commander delivery system, the balloon ruptured when fully inflated. No patient complications from device rupture were noted. The 26mm sapien 3 ultra valve was deployed with no difficulty and the commander system and sheath were removed successfully.

Manufacturer narrative:
Update to b4, g3, g6, h2, h6 and h10 per no product returned evaluation. As no device was returned to edwards for evaluation, no visual inspection, functional testing or dimensional inspection could be performed. No imagery was returned for review. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other complaints relating to the relevant complaint codes. During the manufacturing process, multiple 100% visual inspections and tests are performed throughout the process. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. Additionally, the work order underwent product verification testing as a requirement for lot release. Of note, no failures occurred during product verification testing and the lot was released. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The applicable IFU and training manuals were reviewed for guidance and instruction on device preparation and procedural use of the commander delivery system. Based on the review of the IFU and training manual, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The balloon burst was unable to be confirmed as neither the complaint device nor applicable imagery was provided. Engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the device history review, lot history review and manufacturing mitigation did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. The complaint description states, ''the balloon ruptured when fully inflated. No patient complications or additional complications from device rupture were noted. The 26mm sapien 3 ultra valve was deployed with no difficulty and the commander system and sheath were removed successfully''. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules or over-inflation of the balloon can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Due to limited information, a definitive root cause was unable to be determined at this time. Since no product non-conformance was confirmed, a product risk assessment escalation is not required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.